Event description:
Event description boston scientific received information that this right ventricular lead displayed elevated threshold measurements and impedance measurements >2500 ohms. The device was explanted during the procedure as it was approaching the elective replacement indicator. No visible lead fracture was noted, therefore a device header issue was questioned. The lead was abandoned surgically and both the lead and device were replaced. The device was returned for analysis.